Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that on friday night (B)(6) 2021,the patient had high blood glucose levels and high ketones. Patient was dehydrated, was vomiting and had diarrhea. Patient went to the hospital that night. They were treated and discharged but saturday they got worse and was admitted again from saturday to monday. The patient was treated with intravenous therapy with fluids and zofran. Patient was also treated with manual injections of insulin.